Manufacturer narrative:
Received 1 used temperature sensing catheter only. Per visual evaluation, the exterior of the sample was inspected and found encrustation in the drainage eye and on the balloon. During the functional testing, the balloon was inflated with 10cc of water and it was found that no water flowed through the drain lumen. It was repeated with the balloon deflated and found that no water flowed through the drain lumen. Testing did not meet minimum flow rate requirements of 150cc/min. The catheter was then dissected and encrusted matter was found packed inside of the drain lumen and obstructed the flow of water. This was a patient related condition with use that was dependent on many variables, such as diet and medication. However, this was not a manufacturing related condition. The reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction." (B)(4).

Event description:
It was reported that the product had reduced flow and the patient allegedly had sediment in their urine. The catheter was replaced and one liter of urine was drained from the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product had reduced flow and the patient allegedly had sediment in their urine. The catheter was replaced and one liter of urine was drained from the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product had reduced flow and the patient allegedly had sediment in their urine. The catheter was replaced and one liter of urine was drained from the bladder.